Event description:
It was reported to hamilton medical ag: ¿fault 8912¿ patient was involved. No intervention necessarily, no health or consequences to the patient was reported.

Manufacturer narrative:
Hamilton medical ag ref. Nr: comp (B)(4). Investigation ongoing.